Event description:
It was reported that suture placement was attempted during an arteriotomy closure of the right common femoral artery using the preclose technique with three perclose proglide devices, prior to an abdominal aortic aneurysm interventional procedure. Reportedly, there was difficulty inserting the device. Two additional perclose proglide devices were used with the same results. After deployment, there was difficulty reinserting the guide wire. A different guide wire was successfully inserted. Hemostasis was achieved by the proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The additional two perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.